Manufacturer narrative:
Unit passed the self test. No missing segments/partial display during testing. No unexpected alarms/alerts/anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on pcba 1. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspections: missing display window/cover, cracked keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails and label damage (stained). Missing segments/partial display was not confirmed. Cosmetic damage confirmed at the display window cover. Exposed to moisture confirmed on pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump damage and partial display. The seal around the screen has come off, and there was a small spot on the lcd screen and still the customer was able to read the display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer showered with the pump on. The customer reported a partial display. Dark black spot at the pump screen that is only clearly visible at daytime or when environment is bright. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.